Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar balloon rupture incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that the procedure was to treat 70% stenosis in the mid left circumflex. Reportedly, during pre-dilatation, the 2.5 x 15mm rx trek balloon catheter was advanced; however, the balloon ruptured during first inflation at 8 atmospheres. The physician felt the lesion was soft. There was no resistance during advancement or removal of the device. A 2.5 x 15mm rx trek balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.